Event description:
Philips received a complaint on a patient information center ix indicating that audible alarms were not coming across. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) attempted to reach the customer via multiple phone calls and email. However, no response was received from the customer. No additional information was provided. Based on the information available, the cause of the reported problem was unknown. The reported problem was not confirmed. The rse was unable to provide analysis findings, and we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.